Manufacturer narrative:
Since no samples displaying the condition reported were available for examination, we were unable to fully investigate this incident. However, the reported defect of needle retraction slow is confirmed since a trend has been identified for the reported failure mode and corrective actions have been initiated to investigate this type of incident and identify the root cause. A device history record review showed no non-conformances associated with this issue during the production of this batch. Complaints received for this device and reported condition will continue to be tracked and trended. Information will be captured on trend reports and monitored. Our business team regularly reviews the collected data for identification of emerging trends. We appreciate you taking the time to bring this observation to our attention.

Event description:
No additional information.

Manufacturer narrative:
Additional information of fa#.

Event description:
It was reported that bd insyte autoguard needle was slow to retract. The following information was provided by the initial reporter: needle didn't retract appropriately. Mechanism clicked but needle didn't retract immediately lot# 4229661. Item# 381423. Customer response on (B)(6) 2025. 1. Can you please provide an exact date of event in format mm-dd-yyyy? (B)(6) 2025 2. Describe any patient harm, injury, complication or negative outcome that occurred as a result of the event. None reported.

Manufacturer narrative:
H.3. A follow up MDR will be submitted if additional information, a device evaluation, or a device history review is completed.